Event description:
It was reported that during a wedge resection/vat procedure, the device cut but did not release and apply staples. The surgery had to be converted to open. There is no further pt consequence.